Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. A leak test was performed and no leaks were found. Fluid was able to freely flow through the fluid path. The device generated an 0x5f alarm, indicating open ground at the hook switch. Timeouts were seen in the device data. The device was reset and activated with a pdm, and a bolus of 5 units was attempted. The device replicated the timeouts. The hook post spring was observed to be incorrectly installed. The incorrectly installed hook post spring caused poor contact between the hook post spring and pcb, thus causing the timeouts and hazard alarm to occur. A crack was observed in the top housing. It is unknown how or when this crack occurred. No corrosion or evidence of fluid entering through this crack was observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 310 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient was given a pen injection.